Event description:
It was reported by service report that the zoom kept popping out of drive with weight, while the stretcher was in motion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: 5th wheel bracket.